Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (initial reporter email), g1, g3, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Corrected field: h6 (health effect- clinical impact code). A getinge field service engineer (fse) evaluated the unit and found no leakage was observed on the pump console but a drastic amount of leakage was found on the cart. The leakage was traced down to external helium regulator and high-pressure transducer. The fse replaced the regulator, transducer and helium line tubing assy. Functional checks carried out after repair and machine performed without further leakages.

Event description:
Na.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had helium leak issue. There was no patient involvement.